Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. During the evaluation, ventec heard the blower making a loud grinding noise. Ventec then removed the blower for a closer examination and observed that its ball bearings had seized up. Ventec also observed multiple components on the device¿s control board were electrically damaged. Ventec determined that the blower¿s hall-effect sensors were not sensing the blower motor turning due to the ball bearings being seized up. As a result, it kept increasing the current in an effort to get them to turn. This excess current caused the observed electrical damage to the control board. Ventec replaced the blower and the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was damage to the blower's ball bearings.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it had no ventilation output. There were no reports of patient involvement associated with the reported issue.